Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving inaccurate high reading of ¿13.4 mmol/l¿ compared to normal readings/feelings. This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with self adjusting insulin. According to the patient, he obtained the reported high reading and administered 24 units of humolog insulin at 6:43 am. At 11:30 am, he was feeling low sugar level symptoms and promptly ate food to bring his blood glucose up. When his blood glucose was reportedly low, he felt as though he was not as attentive as he used to be. The patient reportedly did not require any hcp medical intervention at the time of concern. Troubleshooting indicated that the unit of measurement was correctly set. The patient did not have any control solution to perform a quality test. The test strips were in good condition and within the discard date. This complaint is being reported because the patient claimed he had low blood glucose symptoms after he obtained high blood glucose reading per the lfs meter and took insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on (B)(4) 2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.